Event description:
The user facility reported a patient on impella cp support and venoarterial extracorporeal membrane oxygenation (va ECMO) had cut down incisions bilaterally with jp drains in place. Is it unknown if the bleeding occurred from around ECMO sites or impella site, or both. The patient required volume resuscitation with unknown units of blood products. A second venous drainage cannula was also placed for the va ECMO circuit. Bleeding appeared to have been resolved with the cut downs and extra cannula. It was further reported that on day four of impella support an echocardiogram was done and the impella cp was repositioned in the left ventricle. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.